Event description:
Consumer complained that she suffered from a rash and burns after using the beyond bodiheat neck shoulder wrist product.

Manufacturer narrative:
Device eval anticipated, but not yet begun.